Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An attune 16x75mm stem trial separated at the black plastic ring juncture during surgery.

Manufacturer narrative:
The device associated with this complaint was not returned for examination. (B)(4) was previously conducted to identify any potential patient harm assocaited wtih disassembled stem trials. The investigation could not draw any conclusions regarding the reported event without the instrument to examine. CAPA-(B)(4) was initiated to identify a root cause and corrective action for the stem/tip disassociation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfc 16x75mm stem trial separated at the black plastic ring juncture during surgery.